Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. No moisture damage noted on electronics assembly. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device was cracked and may have been exposed to moisture. Blood glucose level at the time of the incident was 306 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.